Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 03/06/2023. It was reported that the patient was hospitalized from (B)(6)2023 until (B)(6)2023. During their stay at the hospital, they were being monitored. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient experienced hyperglycemia with symptoms, she experienced shaking hands and dry mouth. The cgm was reading 400 mg/dl and the blood glucose reading was 617 mg/dl. The patient was taken to the hospital (no information who took her or if an ambulance was called) and was there diagnosed with diabetic ketoacidosis (dka). There was no documentation about the treatment received at the hospital as the patient couldn´t remember. At the time of the report, she was feeling better and was still at the hospital for monitorization. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.